Event description:
The user facility reported that the procedure was embolization of uterine artery. The doctor attempted to deploy the angio-seal after a successful procedure. The patient was obese, and deployment was difficult. The angio-seal ultimately did not deploy, and manual pressure was applied per hospital protocol. The patient recovered successfully with no issues and was discharged. There was no patient injury or surgical intervention required. Additional information was received on 12aug2024: a 6 french size procedure sheath was used. There was difficulty with the angio-seal's sheath. It was unknown if there was a pre-deployment angiogram performed. Difficulty occurred, with the regard to the patient being obese, was locating the arteriotomy. The blood loss was less than 250cc's. The patient was stable.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: (B)(6). The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record. Since the sample was not available for evaluation, the complaint cannot be confirmed. The exact root cause cannot be determined. It is possible that the sheath and locator were unable to be inserted properly which resulted in an issue with locating the artery. The device history record (DHR) was unable to be reviewed since a valid lot number was not identified. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).